Manufacturer narrative:
Insert MFR report no here was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Product was provided for investigation. The allegation was confirmed via product. The probable cause was determined to be transmitter failure. No injury or medical intervention was reported.